Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated erroneously elevated accutni results within the risk stratification range for 3 patients. None of the patient results were reported outside of the lab and there was no change to patient care. Patient samples were sent to a neighboring hospital to be run. The results from the neighboring hospital were negative, and no other data was supplied. System check and quality control failed prior to this event. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and found that the customer had performed maintenance and swapped aspirate probe 2 and dispense probe 3 positions accidently. This caused flooding of the wash carousel and the incubator track. Fse removed and cleaned the analytical module. Fse replaced the incubator belt due to multiple dovetail cracks. Fse replaced all parts from the preventative maintenance kit and performed alignments. Fse adjusted the ultrasonics and primed the system. Fse ran system checks and all were within specifications. Fse calibrated troponin and betahcg. Both passed with good results. Fse ran qc and all were within lab ranges with no errors. Fse also explained to the customer that dispense probes should not be removed for any purpose unless instructed.